Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Patient had a tight 99% occluded ica. The srm .014" wire took a bend and went sub-intimal when trying to wire the lesion. An angio was taken, then a new srm .014 wire was opened, shaped, and physician was able to wire the lesion on 1st attempt with new wire. Lesion was plastied once and stent was placed without issue. No other intervention performed. The case was aborted but because the user reported difficulty with the srm .014 wire, this communication being sent as a notice only.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Patient had a tight 99% occluded ica. The srm .014" wire took a bend and went sub-intimal when trying to wire the lesion. An angio was taken, then a new srm .014 wire was opened, shaped, and physician was able to wire the lesion on 1st attempt with new wire. Lesion was plastied once and stent was placed without issue. No other intervention performed. The case was aborted but because the user reported difficulty with the srm .014 wire, this communication being sent as a notice only.